Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the caster for the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the caster was damaged while transporting the navigation system. It was noted that the issue occurred in the elevator at the site. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The castor was returned to the manufacturer for analysis. Analysis found that the castor had been broken off at the post. Analysis found that the reported event was related to a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. However, based reported information and analysis findings this event does not meet further reporting requirements to the FDA. If information is provided in the future, a supplemental report will be issued.